Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens of diopter -13.00/3.5/179 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2023. The patient experienced a low vault with rotation. On (B)(6) 2024 the lens was exchanged with the same model, longer length and the problem was resolved.

Manufacturer narrative:
(B)(4).